Manufacturer narrative:
The device was evaluated on-site at the customer facility. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved by replacing the main batteries and battery harness. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.